Manufacturer narrative:
The esheath and two introducers were returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the sheath fully expanded as designed, no liner tears, no damage to the soft tip and the tip opened as designed. Functional and dimensional testing was not performed as there was no reported malfunction. The device was used in the procedure and upon completion it was noticed a small tear in the femoral artery. No device related malfunction code was assigned to the complaint. The returned device was visually inspected for any defects. No physical deformation or visual defects were observed, and it was found to have performed as designed. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented and written in an edwards technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen d the IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Based on the evaluation of the returned device, there was no visual evidence that proved a physical defect was present. No product non-conformances were identified. In addition, no device malfunction or product defects that would have contributed to the reported adverse event were identified. The minimum required vessel diameter for a 14fr sheath is 5.5mm. In this case, the cause for the femoral artery tear cannot be determined. However, it could be related to vessel calcification and/or tortuosity not appreciable on pre-procedural imaging in combination with procedural factors (manipulation of the device) that contributed to the reported dissection. There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a tavr by transfemoral approach after removal of the esheath, an angiography revealed a small tear in the femoral artery. Manual compression was applied to the site, but this did not resolve the bleeding. A femoral artery balloon angioplasty was performed, and the bleeding subsided. The physicians were satisfied with the result. No further complications were noted. The patient was stable and was transferred for post management care. As reported, upon visual inspection there were no abnormalities noted on the esheath. The patient¿s minimum luminal diameter measured 8.5mm.